Event description:
In 2004, a model 321 aspirator failed to provide suction when operated. An inspection of the device revealed a loose set screw on the motor/pump coupling. The set screw was tightened, the device was tested to specifications and returned to the customer. No pt was involved at the time of the failure.